Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was implanted transgastric to pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician deployed the first flange of the stent in the cyst. The second flange was then deployed, however when the physician looked at the stent endoscopically the entire stent was in the stomach. The stent was removed from the stomach with forceps, and the procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event.